Manufacturer narrative:
Investigation pending.

Event description:
Patient's daughter called to report that she tried four times and could not get a reading on her mom. She stated that her mom's hands were black and blue and that she was bruised all over.